Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: * rupture: observed broken device assessed as unidentified (tear) opening. * capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases ere observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. Device was explanted and replaced.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6) continued e.1. Fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. Device was explanted and replaced with non-abbvie device.